Event description:
The customer reported that the dpm central station transmitter lost communication with the central station, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative accommodated the customer with a replacement transmitter.